Manufacturer narrative:
Additional product code: hrs. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, the cortex screw had a thread failure. During the implantation of a locking compression plate (lcp) 1.5 compact hand, the thread of one (1) cortex screw did not appear proper; it appeared damaged. Patient and procedure involvement were unknown. Concomitant device reported: locking compression plate (lcp) (part/lot unknown, quantity 1). This report is for a cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.214.110; lot: 2l97307; manufacturing site: grenchen; release to warehouse date: january 18, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A cortex screw was returned by the customer complaining that the cortex screw has a thread failure. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. Summary: the review of the device history record revealed that this cortex screw was manufactured in january 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The received condition of the article does not agree with the complaint description ¿thread of one (1) cortex screw was not properly/damage¿ since all the relevant features related to the screw were measured during this investigation and have fulfilled its specification according to the drawing and no deviations were found in the documentation. Thus, this complaint is rated as not confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.